Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: (b)(4. Analysis of the 9733575 found the connection cabling/hardware was damaged. The cable had been crushed cutting open the cable jacket and exposing the shield wire. No internal wires had been damaged or exposed. Also, pins within the straight lemo connector had been bent. Not able to connect the cable to test functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that while uncrating the system, the camera cable was found damaged. There was no patient present when the issue occurred.